Event description:
It was reported that the insulin pump alarmed an error while the customer was trying to prime the device. The device had not been dropped. There was a small crack on the motor support cap, from the act button to the support cap. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).